Event description:
It was reported that serious injury occurred. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the image was dark therefore the catheter was flushed however there was a micro bubbles present. During the pullback, the patient became ischemic. Medication was given to the patient and the ischemia went away. The patient also experienced an air embolism and st segment elevation. The procedure was completed successfully, and the patient fully recovered.